Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device's flexvision computer was giving an intermittent grabber card error, which can impact booting. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. During onsite routine preventative maintenance carried out on the 20th of march 2024, a philips field service engineer (fse) identified that on the 14th of march 2024, sporadic grabber card errors occurred and were displayed in the log files. Full review of the system log file showed that a frame grabber card initialization error in the flexvision pc which can result in the system not being able to complete the startup sequence. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc as the frame grabber captures the video from the allura system. Philips has initiated a medical device correction (z-1144-2024). The fse replaced the flexvision pc and installed the software, and the system was returned to use in good working order.